Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" sensor error message was reported with the adc device and therefore the customer was unable to obtain readings and receive glucose alarms. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of glucose sachets for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An "unspecified" sensor error message was reported with the adc device and therefore the customer was unable to obtain readings and receive glucose alarms. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of glucose sachets for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. The sensor plug is fully seated and no physical damage was observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.